Manufacturer narrative:
The device was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The gender of the patient is unknown. (B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that after removing the 6mm basket angioguard rx out of the carotid artery, it was observed that the cover of the angioguard was notched. Difficult vessel situation; elongated vessels. Another angioguard was used to finish the procedure successfully. There were no negative patient consequences. The device was stored and prepared according to labeling instructions. The device will be returned for analysis. Additional information was provided by the affiliate. During retraction of the angioguard device, resistance was noticed. The device could be removed without problems. It was observed that the cover of the filter basket was cut due to a broken strut of the basket. They used another angioguard to perform the procedure successfully. The patient is fine and there were no negative consequences for the patient. Further information received indicated that the issue occurred before starting the intervention and during placement of the filter. The user reported that it was hard to cross the lesion with the device. The device did not have to pass through a previously placed stent. While the user tried to expand the filter it was observed that a strut of the filter was bent. The filter was removed in total without any problems or consequences for the patient. The procedure was finished successfully with another device. Vessel conditions: rectangular branch of aci from acc, high grade stenosis; most part of stenosis was "soft" but also with some calcification.

Manufacturer narrative:
Complaint conclusion: a report was received that one of the struts of a 6mm angioguard rx filter basket were noted to be broken during placement of the filter. The device was exchanged and the procedure successfully completed with another angioguard device with no reported patient injury. The event involved a patient underwent a percutaneous intervention of a target lesion located in his/her carotid artery. The target lesion was described as having a high grade stenosis, ¿difficult¿, soft with some calcification and elongated. The site reported that the angioguard device had been stored and prepped according to the instructions for use (IFU). Difficulty was experienced in crossing the lesion. The wire did not have to pass through a previously implanted stent. During placement of the filter (and before deploying it), the site noted that the cover of the filter basket was notched and that one of the filter basket struts was broken. Resistance was experienced when removing the device from the patient but the intact device was retrieved successfully. The procedure was successfully completed with another angioguard device with no reported patient injury. A non-sterile unit of rx/6mm basket diameter/180cm, was received coiled in a plastic bag. A kink was found at 23cm from proximal tip. Also an unzipped condition was found at 31.5cm from the distal tip end. No other anomalies were found during visual analysis. The whole angioguard was reviewed under microscope and no anomalies were observed other than the visually observed. A review of the manufacturing records of this lot of products revealed that it met specification prior to release. The reported ¿deployment (delivery) sheath / kinked/bent¿ event was confirmed based on the received condition of the device. The ¿delivery system / tracking difficulty¿ event could not be confirmed due to the nature of the complaint. The cause of the events experienced by the customer as well the unzipped condition found could not be conclusively determined. However, procedural / handling factors might have contributed to these issues. According to the product IFU prior to the procedure, all equipment and packaging should be inspected and examined carefully for defects. Users are instructed to check the guidewire, filter basket, deployment sheath, capture sheath and capture sheath rx port for bends, kinks or other damage. Defective equipment should not be used. Based on the information available for review, there are vessel characteristics (high grade stenosis, ¿difficult¿, soft with some calcification and elongated) and handling/procedural factors (difficulty crossing lesion) that may have contributed to the reported events. Neither the device history record review nor the product analysis suggests that the reported events are related to the manufacturing process. Therefore, no corrective actions will be taken.